Event description:
It was reported that the patient was hospitalized due to an unspecified abnormal right ventricular (rv) signal trend issue. Further information is being requested. No additional information is available. If additional information becomes available the report will be updated at that time. At this time it appears the rv lead remains in service and no adverse patient effects were reported. Additional information provided from the field indicated the rv lead measurements mentioned were related to variable r-wave amplitudes. No changes have been made still, rv lead remains in service.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient was hospitalized due to an unspecified abnormal right ventricular (rv) signal trend issue. Further information is being requested. No additional information is available. If additional information becomes available the report will be updated at that time. At this time it appears the rv lead remains in service and no adverse patient effects were reported.